Event description:
It was reported that during use with 2 bd vacutainer® flashback blood collection needle there was insufficient blood flow through the devices. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: phase: when in use. Disadvantage: no blood return during blood collection, need to replace a new needle. Quantity: 2 sticks. Effects: no effect on patients and users.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.